Manufacturer narrative:
Unit power up properly after battery installation. However, unit received with failed batt test, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify possible under delivery anomaly due to failed batt test alarm. (B)(4).

Event description:
Information received by medtronic indicated the user alleging that the insulin pump was under delivering insulin. Customer reported that insulin pump passed all tests. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.